Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. According to the clinical, on the 26th day of impella cp support the first placement signal not reliable alarm was recorded. No attempts were made to resolve the issue. No product was returned for a visual inspection. Data log analysis confirmed that the 5s parameters aligned with the sensor wear/drift root cause. The most likely cause of the optical signal issue was sensor wear. A review of the device history record (DHR) for the suspect device and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella 5.5 pump was implanted in a patient for circulatory support. While on support there were optical signal alarms. The patient was on support for over 64 days when the pump was explanted and patient transitioned to a left ventricular assist device. There was no reported harm or injury to the patient.